Event description:
Health care professional reports the air foam detector would not arm during onset of pt treatment. Health care professional reports a different device was used for pt treatment. Health care professional reports no pt injury.